Event description:
Patient calld lfs in 7/04 and alleged that the meter was reading inaccurately low. The patient's meter read 0.9 mmol/l. The patient reported that the test strips did not rect or show a color change when the blood was applied. A check strip was performed and it passed. The techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. No injury or harm was alleged. However, there is no evidence that the patient suffered a serious injury. Test strips are being replaced for the patient. No further information has been reported.